Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a bentall procedure wherein coseal was applied and the patient experienced bleeding. The first application of coseal was applied to the distal anastomoses, the second was applied to the connection between the two prothesis, and the third was applied to the aortic root. The coseal was applied to dry tissue and the surgeon waited one minute after each application. After ¿uncalming¿ the surgeon observed ¿a lot of bleeding coming from everywhere¿ and the coseal had become detached from the three anastomoses. The sternum was closed. After an unspecified amount of time, the patient received a platelet transfusion. The patient has since recovered. No further information was available at the time of this report.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.